Event description:
See intial report.

Manufacturer narrative:
The review of the livanova complaint database did not identify any other previous similar event on this number since its installation in 2008. Therefore, a systematic failure on cpu board of the hc3t can be ruled out. The most likely root cause was a defective electronic component. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that during procedure a heater cooler system 3t did not cool properly the water on the the cardioplegia and patient circuits. In both circuits the temperature was not going lower than 15 degrees. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(4). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue on cooling. Testing the heating part of the device for both cardioplegia and patient circuits, no issue was detected. The processor board was replaced and temperature probes were recalibrated. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.